Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The smartpass feature programmed itself off due to the low amplitudes. The patent was laying on his side about to fall asleep at the time of the shock. The clinic is going to reprogram the device. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This correction supplemental report is filed to add information to the h tab "device manufacturers only", in the device codes h section. The codes added were: 2 over-sensing, 3 signal artifact, and 4 inappropriate shock.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The smartpass feature programmed itself off due to the low amplitudes. The patent was laying on his side about to fall asleep at the time of the shock. The clinic is going to reprogram the device. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This correction supplemental report is filed to add information to the h tab "device manufacturers only", in the device codes h section. The codes added were: 2 over-sensing, 3 signal artifact, and 4 inappropriate shock.

Event description:
This supplemental report is being filed to provide additional information that the doctor performed an invasive procedure. The doctor liked the pulse generator placement, though he agreed it was slightly low but not enough to open the pocket for. The doctor relocated the electrode left of sternum and lower. All three sensing vectors passed successfully. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The smartpass feature programmed itself off due to the low amplitudes. The patent was laying on his side about to fall asleep at the time of the shock. The clinic is going to reprogram the device. There were no additional adverse patient effects. The system remains implanted.